Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. Customer stated that the blood glucose readings are high. The current blood glucose reading is 415 mg/dl. Customer stated the insulin squirts out before the insulin starts counting up. Insulin squirts out during the manual prime process. Nothing further reported.